Event description:
It was reported that, "surgeon selected plate and began putting in screws. The screws would not seat all of the way and when he tried to turn the locking mechanism (blocker) they were already engaged which in turn bent the spring loaded bars. He removed the screw and plate and replaced them with the same size plate and rescue screws to be sure the device remained secure."

Manufacturer narrative:
Method: visual inspection, mfg record review, complaint history analysis and risk assessment. Results: after visual inspection, all 6 spring-bars were confirmed to be severely deformed. The damage is characteristic of the damage that would occur if the screws were over-angulated during insertion. Mfg record review: no anomalies that could be associated with the breakage were reported during the mfg. Complaint history analysis: (B)(4) previous records have been rec'd relating to spring-bar deformation during screw insertion. Aviator surgical technique clearly details the instruments that are to be used and the steps that are to be followed when preparing the screw-holes in order to achieve optimum screw trajectory and also warms that the plate blockers should be in the unlocked position before attempting to prepare the screw hole. Risk assessment: there were no adverse consequences to the pt or significant delays in surgery as a result of the failure. Conclusion: the failure is believed to be the result of user-error. The damage observed on the returned devices indicates that the appropriate guidance instrumentation when preparing the screw-holes were not used properly.